Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys troponin t hs (tnths) results for 1 patient tested on cobas 8000 e 801 module. The customer stated that the high tnths results did not fit the clinical picture of the patient and they suspect an interference. The initial tnths result was 1695 ng/l. The same sample was tested on another analyzer on (B)(6) 2018 with a tnths result of 1685 ng/l. The sample was from a li-heparin plasma tube. From another sample tested on (B)(6) 2018 tnths results of 1132 ng/l and 992 ng/l were obtained. The sample was from a serum tube. As the results in question did not fit the patient's clinical picture, the patient did not receive any treatment based on the results. There was no allegation of an adverse event. The customer performed some internal investigation and found no "macro tnt" present. The investigation is currently ongoing.

Manufacturer narrative:
One sample was received for further investigation. The customer's high tnths results were confirmed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer has excluded heterophilic antibodies and macro-tnt using polyethylene glycol precipitation.